Manufacturer narrative:
Concomitant medical products: product ID 8782, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; product ID 8784, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter; product ID 8784, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported since the therapy started, it helped very little. The patient was able to transfer and walk better with his walker. The patient thought nothing was working and he was depressed about it. At the last check-up ((B)(6) 2015, the patient notified the healthcare provider (hcp) that ¿something was not right with the pump.¿ the hcp told the patient that the pump had ¿not healed yet.¿ the pump was to be repositioned on (B)(6) 2015 and moved to the back area (right flank), as there was too much fatty tissue in the stomach area. The pump currently had ¿removed from the tissue.¿ the patient would turn the pump because it would turn sideways. It was further stated a rotor/roller study was performed. The revision was scheduled due to the pump flipping in the pocket. There was suspicion the patient had been ¿self-inflicting manipulation¿ of the pump and catheter over time. During the revision, the proximal catheter segment was found to be twisted in the pump pocket and severed at the sutureless pump connector. The catheter issue was determined to be the contributing factor for the change in efficacy and increased spasticity. The new proximal catheter segment was then attached to the existing distal catheter segment. The patient's status at the time of the event was stated to be alive with no injury. The pump was used to deliver gablofen (baclofen). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.